Event description:
Our affiliate is reporting that the ip of the inserter broke during insertion into the bone in a bankart repair in 2006. The tip of the inserter remains in the body with the anchor. The surgeon did not use a drill guide for this anchor. To complete the case, another lupine loop anchor was used without further incident or harm to the patient.

Manufacturer narrative:
The complaint device is still implanted in the body and is therefore not being returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. The complaint description says that a drill guide was not used in the procedure. The IFU states that the hole should be drilled with the aid of a lupine drill guide. It then states to "insert the anchor into the drilled hole (through a drill guide)..." Furthermore, it instructs that the system requires application force (up to approximately 5 lbs) to insert into the hole when properly aligned with the axis of the hole. If necessary, a mallet may be used to impact the proximal end of the inserter to implant the anchor. Without the use of a drill guide, impacting the anchor into place off- axis could cause the inserter tip to break off. We hypothesize that this is a user technique issue. The broken fragment was not retrieved from the patient and although the surgeon states that there was no adverse condition to the patient we do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. At this time, no further action is warranted.